Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 07/28/2011, 07/29/2011, 08/01/2011, 08/10/2011, 08/16/2011, 08/17/2011, and 08/23/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that during removal of an epiretinal membrane, his surgeon stated that his intraocular lens (iol) appeared to be defective. The consumer reported the surgeon said something about the appearance of the lens and shape. The consumer reported that he heard this information while under anesthesia. Additional information has been requested.